Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular port. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had a damaged ventricular port; the output connector was broken. It was also noted that the hanger assembly was cracked, the main label was damaged, and there was a missing output connector nut. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.